Event description:
It was reported that the target lesion was located in the proximal to mid right coronary artery (rca) with mild tortuosity and mild calcification. A 2.5 x 38 mm xience prime stent was implanted to treat the mid rca. After successful deployment, it was attempted to deliver a 2.5 x 15 mm xience v stent proximal to and slightly overlapping the implanted xience prime stent. During positioning of the xience v stent, the delivery system was pulled back for positioning and the stent became dislodged and remained inside the implanted xience prime stent. No resistance was reported with the implanted xience prime stent. No retrieval attempt was made and the patient was transferred to another hospital for intervention. Upon arrival, review of the angiogram revealed multi-vessel disease with a heavily calcified left anterior descending artery (lad). It was decided not to proceed with percutaneous retrieval of the dislodged stent or further percutaneous intervention of the stenosed areas. The patient was sent to surgery for coronary artery bypass grafting (CABG) of the proximal lad and the rca. The area, in which the dislodged xience v stent remained, was bypassed. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the patient had to be transferred to another hospital for emergency coronary artery bypass graft surgery because surgical facilities were not available at the procedure site. It should be noted that the xience v instructions for use states: stent placement should be performed at hospitals where emergency coronary artery bypass graft surgery is accessible.